Event description:
Patient passed away (death). On (B)(6) 2019 is a serious spontaneous case received from a consumer via the food and drug administration (FDA) in united states. This report concerns a patient (no patient identifiers reported) who passed away during treatment with euflexxa (sodium hyaluronate) solution for injection 10 mg/ml, unknown route and dose, for unknown indication from an unknown start date and unknown if ongoing. The patient's wife reported the patient passed away. Lot number n14523a was reported, no additional information was provided. The patient died on (B)(6) 2018 due to an unknown cause. Action taken with euflexxa was not applicable. Concomitant medication and medical history were not reported. All events in the case were reported as serious. The case outcome was fatal. Overall listedness (core label) is unlisted. Reporter causality: related. Company causality: not related. Other case numbers: internal # - others = mw5083931. This ae occurred in united states and concerns the medical device euflexxa. Please report to your local health authority if required by local law. This ae is not reportable in EU because it does not meet the definition of a medical device incident according to the requirements of the medical device directive/ because it did not occur in a EU + efta country and did not result in a corrective action by the manufacturer. No corrective action was done by the manufacturer or requested by regulators.